Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our x-ray manufacturer in a foreign country, to submit this event. Problem: the patient was having a catheter procedure on this x-ray system. The system interface board failed during the procedure. This resulted in the foot switch and hand switch not operating to produce x-rays. With the system down and the catheter still inserted, the patient had to be moved to another room. The patient was not injured.